Event description:
It was reported when using the bd pyxis medbank system cabinet was down due to a faulty all-in-one power button, which hindered the restocking process. This incident may have resulted in a delay in patient care, as medications needed to be sourced from the pharmacy and there was no harm to patient or user. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station cabinet was down due to a faulty all-in-one power button. A field service engineer replaced the all-in-one unit and swapped out the hard disk drive from the old all-in-one machine to the new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cabinet was down due to a faulty all-in-one power button. A field service engineer replaced the all-in-one unit and swapped out the hard disk drive from the old all-in-one machine to the new one to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medbank system cabinet was down due to a faulty all-in-one power button, which hindered the restocking process. This incident may have resulted in a delay in patient care, as medications needed to be sourced from the pharmacy and there was no harm to patient or user. There were no adverse events or injuries reported based on this event.